Manufacturer narrative:
Date of event is estimated. It was reported a patient was experiencing discomfort around the ipg incision. The patient underwent a revision where the ipg was moved to an area that had more flesh. The patient had lost a significant amount of weight. There were no complications. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient had lost a significant amount of weight and was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was relocated to address the issue.